Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. System check could not be performed with tandem technical support, as customer refused to remove site. Customer cleared the alarm resumed insulin delivery. There was no reported adverse impact to the customer¿s blood glucose level.